Event description:
Clinical study. Same case as 6000093-2006-01713. It was reported that during a coronary artery drug eluting procedure, the patient had a myocardial infarction (mi). On the day of the index procedure, the patient had a syncopal episode at home, felt lightheaded, chest pain and had loss of consciousness for half a minute. In the ER, the patient was found to have an st elevation in the inferior leads, ii, iii and avf, and 3rd degree av block. He was transferred emergently to the cardiac cath lab where he had a transvenous pacer placed and a cardiac catheterization. Cardiac cath showed a proximal 50% diffuse left anterior descending artery (lad), mid 50% diffuse circumflex (cx), proximal 50% focal 1st marginal branch, and 100% thrombotic occluded mid right coronary artery (mid rca). The mid rca was treated with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.50x32mm and 3.50x8mm, reducing stenosis to 0%. After the procedure, the patient had persistent chest pain and inferior EKG changes which were thought to be secondary to microvascular obstruction. After the patient was transferred to the ccu, he continued to be asymptomatic with no further episodes of chest pain. His EKG evolved to q waves in the inferior leads. The patient did not show any further evidence of avd association. A few hours later, the patient's rhythm transformed to atrial fibrillation with rapid ventricular response, difficult to control with large doses of betablockers intravenously and orally. The patient was cardioverted with one single electrical shock with 200 joules converting to sinus rhythm and remained in sinus rhythm since. He was started on heparin drip and coumadin. The patient's cardiac enzymes showed a large myocardial injury with a cpk peak value 3075. Troponin was 443. The patient does not show any clinical evidence of heart failure. He was started on after load reduction with hydralazine and nitrates which had been increased as tolerated as well as the betablockers. His creatinine continued to improve. The patient was discharged 5 days later in stable condition and on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.